Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted to be implanted but not used after x-ray revealed it had dislodged into the main coronary sinus body. The lead was removed and an active fixation lead was implanted. No patient complications have been reported as a result of this event.